Manufacturer narrative:
Medical device problem code 1494 ¿ indications for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation procedure using an 8.5f sheath. Reportedly, a prostyle device placed a suture. The second prostyle device suture was deployed and the device removed. The knot would not advance. The hypodermal tissue was exfoliated with forceps yet the knot could not advance. The suture was cut and another prostyle suture was placed to achieve hemostasis with two sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.